Manufacturer narrative:
The product was returned for evaluation and found to be functioning as intended. No malfunction or product defect found that would have contributed to the customer's rising blood glucose levels. Upon deactivating the pod, the customer stated that he could not tell if the cannula was still in his skin which would indicate that the cannula may have dislodged. A dislodged cannula would result in interrupted insulin delivery and may lead to increase blood glucose. The lab evaluation cannot confirm that the cannula had dislodged from the customer's skin and, therefore, no conclusion can be drawn. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The lot was reviewed and determined to have met all acceptance criteria.

Event description:
A customer activated a new device on (B)(6) 2011 and "it appeared to work fine." The next morning he noticed his blood glucose rising for "no reason." At 5:32 am his blood glucose was 188 mg/dl and he administered 1.10 units of insulin. At 6:50 am he ate 50 grams of carbohydrates and administered a meal bolus of 3.35 units. Around lunchtime his blood glucose raised to 225 mg/dl; he consumed 55 grams of carbohydrates and injected 3.45 units of insulin. At 1:43 pm his blood glucose reached 292 mg/dl at which point he deactivated the pod. He couldn't tell if the cannula was still in his skin, but he didn't feel or smell any insulin leaking. At some point in the morning, prior to showering, the customer "taped the pod to keep it dry." The product was returned for evaluation.